Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device. In this case, a 34mm annuloplasty ring was explanted after an implant duration of 5 months from the tricuspid position due to unknown reasons.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the customer, it was learned that the mc3 4900t34 was implanted for tricuspid annuloplasty (tap) on (B)(6) 2011. Mitral annuloplasty (map) with a physio ii 5200m32 was also implanted during the same operation (see report for s/n: (B)(4)). The tricuspid device was explanted and replaced with an mc3 4900t34 and the 5200m32 was explanted and replaced with a perimount plus 6900ptfx33. Customer commented that the explant of the tricuspid ring was not device related. The patient's condition was good after the surgery. The device was discarded at the hospital and will not be returned for evaluation. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace it with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In this case, the tricuspid ring was explanted and replaced with the same model and size device due to unknown reasons. There was no allegation of a product malfunction and it is thought that this explant was related to the procedure on the mitral valve. However, the hospital did not provide any additional information.